Manufacturer narrative:
(B)(4). Batch number: p56d8y. Investigation summary: three pictures were received; the first picture shows a tyvek with the lot number p4rk5u and an expiration date 2022/04/30. The second picture shows a blue reload over it packing, the reload can be seen fully loaded with staples. The sled is partially advance. In the third picture, a part of two blue reload can be appreciated it with some drivers up. Several drivers can be seen loose it the picture based on the pictures received, the event describe is confirmed. The analysis results showed that one ecr60b reload was received unfired, with the pan detached from the cartridge. No functional test was performed due the condition of the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that when the medical device nurse open the ecr60b reload and open retainer for wedge resection surgery, all staplers were fallen out. They change the new reload for this surgery. No patient consequence reported.